Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation, the pacing rate after magnet placement was slightly lower than the expected rate on the transtelephonic monitor (ttm). The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No patient complications have been reported as a result of this event.